Event description:
It was reported that the patient received inappropriate therapy for af with rvr. It was also reported that the device intermittently undersensed ventricular events due to variation in r wave size. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.